Event description:
It was reported that during central processing, the prograsp forceps instrument had broken jaws, and fragile cable damaged the clamp. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-feb-2026: the cable was broken which weakens the jaws.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.